Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48980, 1627487-2020-48982, 1627487-2020-48983. It was reported the patient experienced ineffective therapy. Diagnostics indicated a lead migrated and fractured. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Reportedly, the issue resolved. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.